Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test, dur to loose drive support disk. Unable to perform the basic occlusion, occlusion, and the excessive no delivery test due to prime fill anomaly. The insulin pump passed displacement test.